Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The device was leaking. The problem was occurring the enclosure was cracked from overtightening of the screws at the corners. This damage was attributed to the customer. A user interface issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from a crack in the case. No patient injury or complications were reported in relation to this event.